Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed. Several tests were conducted but the s-ICD did not convert the induced arrhythmia. After reviewing the x-rays, the s-ICD was moved more posterior; however, when the physician attempted to reconnect the electrode terminal pin into the s-ICD header, it was unable to be inserted. Several attempts to reinsert the electrode terminal pin into the header was made using additional force and forceps but they were unsuccessful. This s-ICD was removed. A new s-ICD was placed and the electrode terminal pin was inserted into the port without any issues and the procedure was completed. No adverse patient effects were reported.